Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an inaccurate amount of insulin, resulting in elevated blood glucose levels that required hospitalization. The patient was treated with insulin injection therapy. The patient's blood glucose level was between 350 mg/dl and 600 mg/dl. Furthermore, it was reported that the user changed all accessories and the pump stopped and restarted automatically afterwards.